Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the antibody screen test well image in question, which was visually positive. The full and complete facility telephone extension number is (B)(6).

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen test well when using capture-r ready-screen (3) with a galileo echo instrument.